Event description:
The complainant stated that the siderail will not latch.

Manufacturer narrative:
The technician inspected the siderail and could not duplicate the alleged malfunction. He also worked with the staff at the facility on latching the siderail.